Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that white foreign matters were on the device. Omsc performed chemical analysis and identified that the white foreign matters contained ingredients of silicon, oxygen and carbon. From above, this is possibility that the white foreign matters were ingredient of an antifoam agent. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
A user reported that white foreign matter remained on the mb-358 after cleaning and disinfecting mb-358. The customer reprocessed this device using olympus automated endoscope reprocessor and a non-olympus one, but they saw the issue in either case. There was no report of patient injury associated with this event.